Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a trial patient. It was reported that the patient had a lot of pain from the procedure. They were unable to tell if they were experiencing pain from surgery or stimulation. The patient decreased the amplitude level from 0.9 to 0.7 but was not seeing improvement, anymore, with symptoms. They were assisted with increasing the level to 0.8. The patient called four days after the report and indicated that they were urinating more at night than they were before the evaluation. It was unknown if the issue was resolved at the time of this event. On (B)(6) 2017, it was reported that the patient was retaining fluid in their legs. Their tailbone and coccyx bone also hurt. Their nurse came by their house and changed the bandage, which they were allergic to. On (B)(6) 2017, it was reported that the patient had pain from over-doing themselves the past couple days prior to the report. They hadn't felt stimulation since the day prior to the report. After increasing the stimulation, they felt stimulation okay. They also had some spasms with urgency. Per their healthcare professional (hcp), the spasm would happen when they needed to urinate, but nothing would come out. They noted that the day prior to the report was really good for them. On (B)(6) 2017, it was reported that the patient had one spasm on (B)(6) 2017. They would hold their bladder until they felt the urgency where they couldn't hold it anymore. Their tailbone would hurt when they laid at a 45 degree angle. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.